Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt coughed two days following c-section and felt the suture pop. The pt was returned to surgery for repair. The attending surgeon commented that the suture appeared "broken in the middle, no suture between the knots." The pt is reported as "doing well."